Manufacturer narrative:
Cmp-(B)(4). The following sections were updated/corrected updated: b4; b5; g3; h2; h3; h6 visual examination of the returned product identified cosmetic scratches and blemishes on the exterior surface. The interior polished surface has parallel scratches near the lip of the liner. Additionally, dimensional analysis was performed. Product depth and diameter found conforming to print specifications. DHR was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the liner wedged or didn¿t fit flush during a procedure. A new liner was used, and it fit. There were no consequences or impact to the patient. Attempts have been made and additional information on the reported event is unavailable at this time.